Event description:
Product surveillance contacted the nurse to verify the mentioned peritonitis that the patient had. The nurse stated that the patient was diagnosed with peritonitis on (B)(6) 2010. The peritonitis was bacterial. The nurse believed the peritonitis to be caused by a bowel infection and questionable food poisoning. The patient took her last dose of antibiotic (B)(6) 2010. The patient has continued with peritoneal dialysis (pd) therapy. There are no allegations against any baxter products in this case of peritonitis.

Manufacturer narrative:
(B)(4). As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested.

Event description:
The pt was seen in the outpatient pain center. She was to have an epidural steroid injection. After the needle was inserted, the physician noted a foreign body in the barrel of the syringe. He stated the object looked like a piece of brown paper. He stopped the procedure and sent the object for culture analysis as he was concerned with the sterility of the material. Culture results were negative. He believes that the item could have been injected had he had a larger needle attached. Dates of use: (B)(6) 2010 -- (B)(6) 2010. Diagnosis or reason for use: steroid injection. Event abated after use stopped or dose reduced: yes.

Manufacturer narrative:
(B)(4). A batch review was performed for potentially associated lot for the mini-cap (gd874859) with no issues noted during the manufacturing process. Similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.